Event description:
The manufacturer received information alleging a ventilator was alarming for a low tidal volume issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a step during testing. The device was recalibrated to address the issue.